Manufacturer narrative:
The impella passed all the post sterile inspection checks. The root cause of the cardiac failurewas unable to be determined due to insufficient clinical details. The cause of renal failure and organ failure was not determined due to insufficient clinical details.

Event description:
It was reported that a patient implanted with an impella rp flex lost pulsatility in the right and left ventricles. The patient went into renal failure and end organ failure with diffuse shock. Care was withdrawn and the patient ultimately expired.

Manufacturer narrative:
Medical safety/clinical reviewed the event. The patient was admitted for presumed st elevation myocardial infarction; left/right heart catheterization demonstrated clean coronaries. The patient experienced cardiac arrest and was placed on biventricular mechanical circulatory support, with left-sided impella support implanted via the right femoral artery during cardiopulmonary resuscitation, followed by impella rp flex implantation via the right femoral vein. Return of spontaneous circulation was achieved; however, there was no ventricular pulsatility. The patient was transferred to the intensive care unit on biventricular support with maximal vasopressor and inotropic therapy. The patient remained in refractory shock with anuria, no neurological response, renal failure, and progressive multisystem organ failure all known factors of patients in cardiogenic shock. After discussion with the family, further escalation of care was deferred, care was withdrawn, and the patient expired. Conservatively, the death will be reported on both impella devices as the impella devices were in use at time of expiration. Note: h6: device problem/component/investigation coding remains unchanged. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.